Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, experiencing this issue immediately after starting to use the pump. There was no adverse impact to the customer¿s blood glucose level. Caller continued to use the cartridge and reloaded it after it reached zero. Cts advised the caller to contact them again for troubleshooting if an active fill estimate issue occurs, and the caller agreed.